Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and continued to use the pump without further issues after resetting.